Event description:
It was reported that the device had difficulty retrieving samples during procedure. The unit was powered back on each time to complete the case. No patient consequence reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vso vacuum system was replaced. The device was functionally tested, met all product requirements and returned to the customer.